Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crt-d and 479888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited due to an increased sensing integrity counter (sic) and high rate non-sustained episodes. Impedance variation was also noted. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.